Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display a portion of the fractured vertebral spacer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: spinal canal stenosis procedure: oblique lumbar interbody fusion levels involved: l3-5 it was reported that during surgery, after inserting the cage at l4/5, the sleeve was removed completely from inter-body. The handle was slapped by the hammer in direction of pulling out, due to which the cage broke. The broken part did not remain in the patient¿s body. The fragments were discarded. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.